Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. Reported event of catheter difficulty removing/withdrawing. According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the stent was successfully deployed. However, when the physician attempted to remove the delivery system through the stent, the distal inner catheter of the delivery system became stuck on the stent and could not be removed. The stent was removed from the collection site and a second stent was implanted within the same tract. There were no patient complications reported as a result of this event. The patient's current condition was reported to be stable.